Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment with reduced dwell times was performed on the cycler and passed. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home on (B)(6) 2024 while connected to her liberty select cycler. The patient¿s cause of death was from a myocardial infarction (mi) that occurred during a pd treatment on the evening of (B)(6) 2024. Emergency services were activated but the patient was pronounced deceased in her home with no transport to hospital. The patient did not have any known history of cardiac disease and did not experience any prior mis. The pdrn stated the patient¿s physician ruled out any involvement with pd therapy in relation (other than temporal) to the patient¿s mi and subsequent death. It was confirmed, though the exact cause of the patient¿s mi was not reported, there was no indication the patient¿s mi leading to her death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
It was reported that peritoneal dialysis (pd) patient passed away while connected to the cycler. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient expired at home on (B)(6)2024 while connected to her liberty select cycler. The patient¿s cause of death was from a myocardial infarction (mi) that occurred during a pd treatment on the evening of (B)(6)2024. Emergency services were activated but the patient was pronounced deceased in her home with no transport to hospital. The patient did not have any known history of cardiac disease and did not experience any prior mis. The pdrn stated the patient¿s physician ruled out any involvement with pd therapy in relation (other than temporal) to the patient¿s mi and subsequent death. It was confirmed, though the exact cause of the patient¿s mi was not reported, there was no indication the patient¿s mi leading to her death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to an mi with no indication the mi and subsequent death were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.